Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mild pain / it would be like menstrual cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("having bleeding"), irritable bowel syndrome ("irritable bowel syndrome") with diarrhoea and cyst ("cyst"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, irritable bowel syndrome and cyst outcome was unknown. The reporter considered cyst, genital haemorrhage, irritable bowel syndrome and pelvic pain to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following one were reported from social media : cyst, genital haemorrhage, irritable bowel syndrome and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content from pfs received: event pelvic pan updated to medically significant and serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.